Event description:
It is reported that the surgeon was reaming over a 3.0mm guidewire and as he was pushing the reamer down the tibia, the reamer head shattered in the tibial canal. The surgeon stopped and pulled out the shaft, then removed the reamer pieces.

Manufacturer narrative:
Evaluation summary: the most probable cause is the reamer being worn causing excessive torque to be applied to the shaft component. As returned, the reamer shaft has shattered. The reamer head contains considerable damage that could have occurred over the potential field age of 5 years. The instrument is conforming to manufacturing specifications where measured and the device history records were reviewed and conforming.